Event description:
The complainant reported that the clinician performed the implant of an advantage sling system in a pt "within the last 8 months". According to the complainant, the pt went into urinary retention sometime subsequent to the procedure (time sequence unk). Several attempts have been made to obtain add'l pt and event info.

Manufacturer narrative:
The lot number is not known; therefore , the device manufacture date and expiration date cannot be determined. Info was completed by the MFR based on info obtained from the complainant. The complainant reported that the device will not be returned for eval as it remains implanted in the pt; therefore a failure analysis is not available. If there is any further relevant info from that review, a supplemental medwatch will be filed. At this time we are unable to determine the relationship between the device and the cause for this event.